Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the pen needle 32g 4mm xtw 5b 14pack the device was unable to deliver insulin/medication. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "recently there were always 5-6 blocked needles in one box."